Manufacturer narrative:
Information reviewed from the valve's device history record and the additional testing performed through the analysis laboratory indicated this valve was a normal functioning prosthesis which complied with co specificaitons at the time of MFR. Results of this investigation remain inconclusive due to the fact co has not received additional information which may have aided in the evaluation of the valve. Testing performed at co indicated this valve was not explanted due to an intrinsic defect. The reported pannus overgrowth did not appear to impede the leaflets, as supported by dr.. The large amount of pannus growth may have decreased the amount of blood flow across the inside diameter of the orifice, resulting in the surgeon's decision to explant the valve.

Event description:
Explanted for pannus overgrowth. No other info is available at this time.